Manufacturer narrative:
Findings: pump not received in stuck manufacturing mode unable to perform the displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, cracked keypad overlay at select button, scratched case, minor scratched display window and keypad overlay texture damage.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 9 mmol/l at the time of the incident. Mother stated damaged on the reservoir compartment and the ring is missing. The insulin pump had not been dropped or bumped. The customer was advised to discontinue use of the insulin pump. The insulin pump will not be returned for analysis.